Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 327 mg/dl. Tandem technical support performed a system check and determined that no insulin was seen coming from pigtail. Reportedly, the customer changed the cartridge to resolve the issue.